Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the information you provided as well as on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed the presence of noise on the ra channel as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific reported that during the implant in 2010 the physician put a suture through the lead's insulation. The lead was repaired and was performing fine. In (B)(6) 2016 multiple episodes of atr were seen. Atrial intrinsic amplitude has dropped but impedances are still in the normal range. The patient will be brought in for a follow up.